Manufacturer narrative:
Device code 2017 - use after expiration. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. It should be noted that the supera instructions for use (IFU) states: ¿use this device prior to the ¿use by¿ (expiration) date as specified on the device package label.¿ the reported complaint was use related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint was use related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. A 4.5 x 60 mm supera peripheral stent system was used without any issues. However, it was noted after implantation that the device had expired on 06/30/ 2019. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.